Manufacturer narrative:
(B)(4). Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the "suregon" attempted to implant a 13.7mm, micl13.7, -6.5 diopter into the patients right eye (od) and it did not fit (too large) so he explanted the lens and implanted a shorter length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.